Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer had a blank screen display and buttons were not responding. Customer's blood glucose was 5.1 mmol/l. After troubleshooting and battery change, backlight turned on but icon and display screen did not return. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a blank display due to a corroded mother board. The pump was received with a cracked case at the display window corners, cracked reservoir tube window corners, cracked battery tube threads, and minor scratches on the lcd window.